Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
Follow-up #1 date of submission 10/06/2014-device evaluation: the pump has been returned and evaluated by product analysis on 09/24/2014 with the following findings: evaluation revealed that the pump information for the complaint on 04/20/2011 is overwritten due to continued pump use. Pump returned with insulin on board (iob) duration set to on duration 3.0hrs. A 5.0u bolus was performed with the iob duration set to 3.0hrs. Immediately after the bolus was performed the pump correctly displayed the 5.0u on the iob status screen. After the 3hrs the iob status was 0.00u and this was accurately reflected in the iob status. The current pump history shows no eaw¿s related to the complaint. The total daily dose adds up correctly. Pump passed a delivery accurately test successfully. The iob was found to functioning properly. Unable to duplicate the complaint, information for the complaint is overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter is questioning the accuracy of insulin on board (iob) record on the animas product. Reportedly, the reporter feels that there should not be any iob as the patient did not receive any bolus insulin since (B)(6) 2011 at 11pm. However, the animas pump shows iob as 10 units. There was no adverse event associated with this complaint. During troubleshooting, the reporter noted the following: the bolus amounts and basal amounts matched in the animas pump history. The date and time was correct. This complaint is being reported as a malfunction due the alleged insulin on board issue.